Event description:
It was reported the physician found the distal end of the ambient covac 70, ifs arthrowand had split intra-operative. The manufacturer was unable to confirm whether any pieces detached from the device while inside the pt portal as the facility had no additional info. No pt complications were reported.